Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving inappropriate shocks due to oversensing. Fluoroscopy revealed lead dislodgment. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was good after the procedure.